Event description:
The nurse reported that they are experiencing a communication loss with a central nurse's station (cns) in east and 5 west. They stated there is construction going on which knocked out power to nk devices and other (B)(6) owned equipment earlier in the day. Power was restored, but cns in 5 east is in comm loss. Nihon kohden staff on site and deemed that the switches were non functional and opened a ticket with (B)(6). Nk staff worked on getting the configuration done for the switches and headed back on site. They replaced the switches, and everything was back up running. Dead switches will be sent back to juniper for investigation. The cns itself was not returned, but the switches used with the network were returned. No patient harm was reported.

Manufacturer narrative:
The nurse reported that they are experiencing a communication loss with a central nurse's station (cns) in east and 5 west. They stated there is construction going on which knocked out power to nk devices and other (B)(6) owned equipment earlier in the day. Power was restored, but cns in 5 east is in comm loss. Nihon kohden staff on site and deemed that the switches were non functional and opened a ticket with (B)(6). Nk staff worked on getting the configuration done for the switches and headed back on site. They replaced the switches, and everything was back up running. Dead switches will be sent back to juniper for investigation. The cns itself was not returned, but the switches used with the network were returned. No patient harm was reported.